Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100 % stenosed lesion was located in a moderately tortuous mid right coronary artery (rca). The physician used a 1.3x10mm balloon and a 2.5x15mm balloon, (non-bsc balloons) inflated several times, to predilate chronic total occlusion. The physician then attempted to advance a taxus express2 3.5x24mm drug eluting stent, however, the stent would not cross at the proximal portion of the rca. The stent delivery system was removed and the physician reinserted the 2.5 x 15 mm balloon and inflated it, however, the balloon ruptured when inflated to 14 atm's. Tried to place the 3.5x24mm taxus stent again, however it still would not cross. Another MFR's balloon was inserted, 3.5 x 15 mm balloon and was inflated to 20atm's. Physician tried again to place the 3.5x24mm taxus stent but it still would not cross. The taxus stent was removed and it was noted to have stent damage. The procedure was completed with a 3.5 x 16 mm taxus express2 stent and a 3.5x20mm taxus express2 stent implanted in the mid to distal rca. No complications occurred. Patient status is satisfactory.